Event description:
It was reported that a pt underwent a cesarean section procedure on (B)(6) 2010 and suture was used. The pt returned on (B)(6) 2010 with a burst abdomen. Upon investigation, part of the suture was only found on both ends of the incision. The mid section suture was not found. The surgeon opines that the suture was the cause. The pt underwent a second suturing. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.